Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tiredness and dizziness. The implantable pulse generator (ipg) exhibited premature battery depletion. The right ventricular (rv) lead exhibited high thresholds. The device and lead remain in use. No further patient complications have been reported as a result of this event.